Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had physical damage. The blood glucose at the time of the incident was unknown. The customer explained that the reservoir tube lip area is half chipped off and the reservoir would not lock in correctly. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a broken reservoir tube lip, a missing black o-ring/seal from inside the reservoir tube, a cracked reservoir tube window, a cracked reservoir tube window corners and cracked battery tube threads.